Event description:
It was reported that the customer experienced air bubbles/gaps in the tandem mobi cartridge while pumping. There was no adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and successfully resumed insulin.